Event description:
Reference number (B)(4). Event occurred in united states. It was reported that the patient experienced an event of high blood glucose (1000mg/dl) leading to hospitalization. Length of hospitalization was greater than 24 hours. Symptoms reported at the time of hospitalization event was hallucinating and lethargic. Patient received intravenous fluids of saline and insulin as a corrective treatment. No further information available.

Manufacturer narrative:
Unomedical hereby submits this supplemental report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA)/FDA action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged. Medical device report (MDR) retraction: the initial MDR with manufacturing report number (3003442380-2025-08606), was submitted on 14-may-2025. However, based on the investigation done 19-jan-2026 on and clinical review done on 23-jan-2026 it was found that the serious injury was not related to the infusion set and no allegation on unomedical products. Now, this case has been determined to be non-reportable. Hence, this MDR is being submitted to retract the inial MDR. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.

Event description:
To date no additional patient or event details have been received.